Event description:
It has been reported to the co that during the procedure there were no spikes recorded at times, the catheter was not moved, and the stimulator was replaced three times without any success. There is no report of pt injury and the device is being returned for the co's analysis.